Manufacturer narrative:
The biomedical engineer (bme) reported that a patient had a tachy alarm error going off (which was addressed) and the multilink error remained on the bedside monitor (bsm). On the central nurse's station (cns) and remote network station (rns), there was no multilink error and only showed a yellow banner. The customer had already replaced the bsm with a consignment unit, and it was working fine. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Remote network station (rns) model: rns-6803-7470. Sn: (B)(4). Device manufacturer date: 01/06/2021. Unique identifier (UDI) #: (B)(4), bedside monitor model: bsm-6301a, sn: (B)(4), device manufacturer date: 07/23/2020, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that a patient had a tachy alarm error going off (which was addressed) and the multilink error remained on the bedside monitor (bsm). On the central nurse's station (cns) and remote network station (rns), there was no multilink error and only showed a yellow banner. The customer had already replaced the bsm with a consignment unit, and it was working fine. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that a patient had a tachy alarm error going off (which was addressed) and the multilink error remained on the bedside monitor (bsm), but not the central nurse's station (cns) and remote network station (rns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a patient had a tachy alarm error going off (which was addressed) and the multilink error remained on the bedside monitor (bsm), but not the central nurse's station (cns) and remote network station (rns). No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. The customer reported that the device was in use with a micropod which is connected to the bedside monitor (bsm) via the multi-link socket. The bsm was replaced, and the issue was resolved. Therefore, it is likely that there was malfunction with the bsm's multi-link socket or the qf-801p interface cable used to connect the micropod and the bsm. Cables and sockets may become damaged as a result of wear and tear or mishandling. Repeated connect and disconnect cycles may cause the socket or connector to wear, resulting in bent pins or improper connector seating. The operator's manual for qf-801p contains warning and caution messages informing the user of things that may lead to qf-801p issues. A complaint history review of the reported device reveals no additional complaints related to a multi-link config error. Based on the number of occurrences identified in the complaint history review, this event is likely an isolated incident. Further action is not warranted. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 07/18/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/21/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns. Remote network station (rns) model: rns-6803-7470 sn: (B)(6) device manufacturer date: 01/06/2021 unique identifier (UDI) #: (B)(4) bedside monitor model: bsm-6301a sn: (B)(6) device manufacturer date: 07/23/2020 unique identifier (UDI) #: (B)(4) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.